Event description:
The physician "has used the xr2 base unit for a "densverschraubung" (repair of a dens fracture), the dens was not visible due to a shade, which came from the x2 respectively the adapter." The patient had to be removed from the base unit and the physician improvised with a fixation at the carbon plate of the table in order to continue with the surgery. There was no patient injury. The event led to an increase of surgery time to an hour and a half. The patient's age and gender is not available.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.